Event description:
A pt reports that following bilateral intraocular lens implant surgery, he is seeing halos especially while driving at night (headlight magnfied). The pt was told that it would take some time to adjust and was directed back to his surgeon if he had any further questions. Follow-up with the surgeon indicates the pt has complained of blurry vision and halos since 03/09/2006. However, the surgeon reports the pt's postoperative course has been uneventful and there are currently no plans to intervene. The surgeon feels the night vision complaints should ultimately diminish or resolve. MFR. Report # 1119421-2006-00144 - (od) 1st eye. MFR: report # 1119421-2006-00145 - (os) 2nd eye.

Manufacturer narrative:
Patient code 2140 (visual disturbances) is labeled. Device code 1526 (device remains implanted) is not labeled. Event problem codes provided by MFR. H.3., 6: the complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number. The MFR's internal reference number is: id061887.